Event description:
It was reported that the device was not implanted and was returned in its original packaging due to an error message observed for low battery voltage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative analysis found an anomalous component on the hybrid which caused high current consumption. The high current consumption lead to a low battery voltage.